Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). After predilating the lesion, a 2.25x20mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. The strut rows at the proximal end of the stent were misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).